Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the clinic two months after the implant procedure, as he was feeling discomfort and pain in is scrotum, both when the device was being used and when it was not. The discomfort was believed to be caused by the position of the pump. The physician examined the patient and decided to perform a surgical procedure in which the pump was repositioned. The patient is expected to fully recover.